Manufacturer narrative:
Complaint (B)(4). Received 2 bags 450216/a18063gp for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of production documentation of the concerned material/batch shows no irregularities related to the reported error. The customer returned samples were visually checked; no deviations were observed. Samples were functionally checked; no abnormalities were detected. In addition, the tensile strength test did not reveal any deviations. The complaint could not be confirmed.

Event description:
Customer states after drawing the sample, the needle is coming out of the cannula and getting stuck in the sample tube cap. The holdex holder is used to draw samples from a haemonetics plasma bottle sampling port. Greiner tubes are used.